Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that on (B)(6) she started receiving a jolting sensation that was very painful, so she turned stimulation off. A few hours later she turned stimulation back on, but didn't feel stimulation at all so they know the device is not working. Caller states that she met with mdt the day after and she reprogrammed her device, but that hasn't helped either. There was no trauma/fall reported that could be related to this issue. No further complications were reported or anticipated.